Event description:
During a surgical procedure, the leg extensions of the operating table broke. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) investigated the table at the hospital and observed that the base of the table was severely damaged. Analysis of the info captured by the manufacturer, indicates that user error is the root cause of the cracking and breakage of this table's leg supports. The user appears to have been operating the table in a manner inconsistent with the instructions outlined in the table's user manual (B)(4). For this break to have occurred, the table legs would need to be set against the base cover and then an operator would have to activate the table's trendelenburg or height function. With nowhere for the leg to move, the hydraulics would continue to apply pressure. If you do that several times the support can break. The manufacturer has been able to duplicate this event with internal testing. Maquet service has ordered parts to repair the table. The customer will be advised to review its staff training with respect to proper usage and pre-utilization inspections. If the customer is concerned about future collisions with the floor or table base, maquet can install an optional double check valve with pressure relief to limit the hydraulic force. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.